Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that during the implant procedure of this pacemaker, the right ventricular automatic threshold (rvat) failed. Loss of capture (loc) was observed. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that during the implant procedure of this pacemaker, the right ventricular automatic threshold (rvat) failed. Loss of capture (loc) was observed. No adverse patient effects were reported. At this time, this device remains in service.